Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unknown procedure, both cannulas start losing pneumoperitoneum, so the surgeon needed to change both cannulas to continue the surgery. There were no consequences to the patient. There were no adverse consequences for the patient.